Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm. No cosmetic damage was noted. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 431 mg/dl. The customer stated that on thursday he was not feeling well and he had high blood glucose readings from the pump. The customer treated the high blood glucose with a manual injection. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.